Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the glucose meter was not communicating with the insulin pump. The customer then stated that she was hospitalized for low blood glucose levels, with a reading of 31 mg/dl. The customer stated that she was visiting a friend at the hospital, and she lost consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.